Event description:
It was reported that during interrogation prior to av node ablation surgery, device was found to be in backup vvi mode. Attempts to restore normal operation were unsuccessful. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset was due to parity errors in the device memory. The parity errors were caused by an anomalous component within the hybrid. The root cause could not be determined.